Manufacturer narrative:
Block d2b: product code: additional product code qon. Block d10: model number/catalog number: 1201, serial number: unknown, batch/lot number: unknown, model/catalog description: tined lead, unique identifier (UDI) #: (B)(4). Block g4: premarket / 510(k) #: additional premarket / 510(k) # p190006.

Event description:
It was reported that the patient with this neurostimulator (ins) was experiencing leg pain and had revision surgery. Afterward, the patient reported they experienced pain in their leg post-revision. They turned their stimulation off. The patient will have a follow up with their physician.